Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a cloud of particles was released into the pt's eye during surgery. The surgeon was not able to remove all the particles since some of them attached to the iris. The facility could not identify the origin of the particles but reported the material looked like small black flakes and grains under an operating microscope and suspected a metal origin due to their tendency to sink. Additional information has been requested. There are two medical device reports associated with this event.